Manufacturer narrative:
Correction: on initial MDR the product evolution code of 4114 was an error. It should have been 4117 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had bad results after two weeks. The patient could not see clearly (about 20/60) at all distances which was not improving. Additional information has been requested, received and stated the patient was been told by a different ophthalmologist that the lens was rotated by as much as 26 degrees.